Event description:
It was reported that a pump has continuous air-in-line alarms. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation found the lower reading on the ultrasonic sensor to be 2768 and the upper reading to be 2313 with a fluid filled tube and both should be greater than or equal to 2700 caused by a failed upstream sensor which was replaced. With low ultrasonic readings, it would make the pump more sensitive to air and upstream occlusion alarms causing the reported symptom.